Event description:
It was reported that the patient presented to the hospital due to infection. The patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.